Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported ¿right side deflation¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on march 02, 2021 with lot number 1707761. Visual analysis of the returned device identified: fluids clear inside the device, opening, crease fold, wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a sharp in the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿right side deflation¿. Device remains implanted.